Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
It was reported that the pump battery fully depleted and the pump shut off due to the customer not charging the pump. Subsequently, the customer went to the emergency room (ER) due to blood glucose (bg) level displayed as "high" on the continuous glucose monitor. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER 6 hours later with the issue resolved and no permanent damage.